Event description:
Ligasure handpieces not opening after aprox 10 min of use.======================manufacturer response for ligasure vessel sealing instrument; 5mm laparoscopic handpiece, ligasure vessel sealing instrument; 5mm laparoscopic handpiece (per site reporter).======================awaiting response.======================manufacturer response for ligasure vessel sealing instrument; 5mm laparoscopic handpiece, ligasure vessel sealing instrument; 5mm laparoscopic handpiece (per site reporter).======================awaiting response.